Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexpected high blood glucose levels that kept rising even after treatment with insulin. The blood glucose reading was 425 mg/dl, which the customer treated with a bolus using the insulin pump. He complained of diarrhea and inability to walk in a straight line. Upon troubleshooting, it was found that the insulin pump worked as designed and had passed the high pressure test. The customer had discarded the infusion set before he was able to confirm whether the cannula was bent. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.